Event description:
A (B)(6) old male patient called zoll customer support to report that his monitor was not working. Neither of his batteries would power up the monitor. A zoll patient service representative's batteries would also not function in the monitor during troubleshooting. The patient was issued a replacement monitor and two new battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor not powering on) has been confirmed. Upon investigation, the monitor was not powering on and was drawing excessive current (3 amps). The discharge resistor r45, transistor q701, and capacitors c9, c4, c609, and c610 were all thermally damaged on the c/a board. High-voltage capacitor c22 was broken free of the defib board. Physical damage to the monitor case broke the solder connector at capacitor c22, which allowed three fully charged capacitors to arc to c22, causing a current spike that likely damaged the power supplies of the c/a and defib boards. The physical damage was likely caused by the monitor impacting a hard surface. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (batteries not powering up monitor) was confirmed. Upon investigation the batteries would not charge or power up a test monitor. The battery fuse was blown on all four batteries. The root cause for the blown battery fuses was excessive current being drawn through monitor sn (B)(4). No adverse event resulted from the defective monitor and blown battery fuses. The patient received a replacement monitor and two replacement battery packs.